Event description:
Approximately eleven months post procedure, angiography taken to assess the cause an unrelated subarachnoid hemorrhage (sah) revealed a 75% reoccurrence of the aneurysm. The patient underwent a second coil embolization procedure to treat the reoccurrence during which fourteen coils were successfully implanted. There was no reported clinical consequence to the patient.

Manufacturer narrative:
PMA # or 510#: k050700. Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the directions for use notes that multiple procedures may be required to occlude an aneurysm. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
Approximately eleven months post procedure, angiography taken to assess the cause an unrelated subarachnoid hemorrhage (sah) revealed a 75% reoccurrence of the aneurysm. The patient underwent a second coil embolization procedure to treat the reoccurrence during which fourteen coils were successfully implanted. There was no reported clinical consequence to the patient.

Manufacturer narrative:
PMA# or 510#: k050700.